Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was representative is with patient who is getting a battery replacement. Representative said that right after patient got the implant, patient went in for an MRI which was a 3t MRI which they know you're not supposed to do with the 97715. Then patient had 2 more MRI's after this using 3t machine until they finally said they shouldn't be doing this with this model. Patient was having issues with not getting the right coverage like it used to work and it kind of stopped working as well. Patient also got into a car accident like 2 years ago and therapy started to change after that. After the car accident, they did x rays on the lead and it was fine. Patient has one contact that has a higher impedance and it's not out, but it's an avoid impedance status. Timing of when imped issue started is unknown by caller. The caller was not with the patient at the time of the call. Tss reviewed that replacing the ins may not resolve the therapy issues. Tss reviewed sending ins back for analysis if there's concern about ins functionality.